Manufacturer narrative:
The tech found debris in the side rail latching mechanism. The tech replaced the side rail inline spring kit to resolve the issue.

Event description:
The account alleged the side rail is not latching. No pt impact.